Event description:
It was reported that, the listed devices were cracked and/or broken. As this was noticed upon field inspection, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference case: (B)(4).